Manufacturer narrative:
(B)(4). When the investigation is completed a follow up report will be sent to the FDA.

Event description:
When series from multiple stations are fused using the mobiview software post processing, and that fused series is used as reference to show cross-reference lines, those cross reference lines may be displayed at incorrect position.